Event description:
It was reported that there was an over infusion of the pca pump. There was patient involvement and customer reported unspecified harm. Although requested, no additional information was provided by the customer.

Manufacturer narrative:
Additional information: imdrf annex b code, manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The customer has been unresponsive to the multiple communications requesting for additional information and product return.

Event description:
It was reported that there was an over infusion of the pca pump. There was patient involvement and customer reported unspecified harm. Although requested, no additional information was provided by the customer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.